Event description:
Patient reported that his infusion set is leaking. He stated that his blood glucose is elevated (value not provided), as a result. No treatment for elevated blood glucose was received.